Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number sa14eb1 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The affected sample was received for evaluation. Visual inspection verified the reported yellow coloration. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).

Event description:
It was reported that the hemosol solution looked yellow. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The samples underwent chemical evaluation and the color met specification, it was normal for this product and did not impact its quality. Although the reported event was verified through the sample evaluation, it was determined to not impact quality and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.